Event description:
It was reported that the user experienced hyperglycemia up to 280 mg/dl for a few hours, attributed to an infusion set that was not properly prepared prior to insertion, and received troubleshooting and education on correct supply change procedure; no device alerts or alarms were reported, and the user administered subcutaneous insulin via pen to correct the glucose level. Symptoms included elevated blood glucose without acute illness, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention and no use of backup therapy beyond the corrective insulin dose. Investigation included user interview and product-use troubleshooting. Investigation of this case revealed user setup error of the infusion set, with no evidence of device malfunction. It was concluded that the event was consistent with hyperglycemia due to unclear cause with contributory user handling of the infusion set and that the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.